Event description:
Reporter states that she had an essure device implanted on (B)(6) 2012 after she had given birth to her daughter on (B)(6) 2012. The day after the implantation date she stated that "water came out" just like when her "water broke" before she gave birth to her daughter. She also immediately began to feel constant extreme pain all over her body which continues to this day. Her ob had just retired so she began seeing a new one who told her that what she is experiencing is normal and that her body is still healing. She continued to visit this doctor who then decided that she needed to have a hysterectomy done, but the reporter refused. She has been to her pcp who prescribed her tramadol, oxycodone and gabapentin which she has taken with some relief but her pain still continues. The device has not been explanted.